Manufacturer narrative:
The device has been received by dupuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information should become available, a supplemental report will be sent. (B)(4).

Event description:
Report received from USA stating that the device was not connecting properly. The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no additional information provided.